Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a cracked luer connector was confirmed and the cause was determined to be manufacturing related. The product returned for evaluation was a 6fr t/l powerpicc solo catheter. The white solo connector cap contained several crack lines which were primarily longitudinal in orientation. A segment of the luer threads had broken from the connector and was not returned with the sample. Blood-like residue was seen within the crack lines of the connector. The cracks were then forced open in order to inspect the inner fracture surface. Microscopic examination of the fracture surfaces found that they were rough and granular in nature and topographically complex. A lot history review (lhr) of rebn0947 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to the sales rep that during placement the healthcare professional noticed a crack on the hub of the white port. A new device was opened to complete the procedure. No injury to the patient was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rebn0947 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to the sales rep that during placement the healthcare professional noticed a crack on the hub of the white port. A new device was opened to complete the procedure. No injury to the patient was reported.